Event description:
Boston scientific (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) was associated with a report of six inappropriate shocks while the patient was playing tennis. The device had been programmed as vt-1 mo, vt 170. Detection enhancements were on but in redetection, were not employed-- though that would have inhibited if they were used, as the rhythm had been unstable. A bsc technical services consultant discussed programming options for the device's detection enhancements. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available this event will be updated. Most recently, information was received that indicates that this patient did not receive therapy for almost 2 minutes. Re-programming adjustment occurred as a result. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.